Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported caught fire during an unspecified procedure involving an olympus powered laser surgical instrument. There was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report and investigation results. Corrected field: h6, h7. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide corrected fields. Corrected fields: b5, h7, h9. Olympus will continue to monitor the performance of this device.

Event description:
The customer reported caught fire during an unspecified procedure involving an olympus single use fiber. There was no patient injury reported.